Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home on their apartment floor. The cause of death was still unknown pending the coroner's report. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The customer was hospitalized 3 times in 3 weeks with diabetic ketoacidosis. The caller mentioned that the customer was also severely depressed. The caller declined to return the insulin pump for analysis.